Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer had a tampon fall apart upon removal and she had to manually remove the tampon pieces. She experienced severe vaginal irritation and a foul odor for at least a week after.